Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 22-apr-2024. Investigation summary: bd received 31 samples and 4 photos for investigation. The photos were reviewed and the indicated failure mode for cracked product/component was observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by visual examination and the issue of cracked product/component was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked product/component. Bd determined the root cause of the indicated failure was a worn spieth collar that caused the walking beam to lose position and damage the hubs. The correction was performed by replacing the spieth collar on the walking beam. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® multiple sample luer adapter that there were cracks in the lure adaptor connection. No adverse events.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 22-apr-2024. Investigation summary: bd received 31 samples and 4 photos for investigation. The photos were reviewed and the indicated failure mode for cracked product/component was observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by visual examination and the issue of cracked product/component was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked product/component. Bd determined the root cause of the indicated failure was a worn spieth collar that caused the walking beam to lose position and damage the hubs. The correction was performed by replacing the spieth collar on the walking beam. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® multiple sample luer adapter that there were cracks in the lure adaptor connection. No adverse events.

Manufacturer narrative:
E.1: initial reporter facility name: (B)(6) center h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® multiple sample luer adapter that there were cracks in the lure adaptor connection. No adverse events.